Event description:
Customer reported noise from the uninterruptible power supply (ups) and then saw smoke coming out of it. There was no report of injury for this event.

Manufacturer narrative:
Smoke came out of the uninterruptible power supply (ups). The instrument was plugged into it. Siemens does not manufacture or distribute the ups. The cause of the event is unknown.